Event description:
Note: event date is unk. It was reported to boston scientific corporation that a resolution clip device was used during a digestive fibroscopy procedure. According to the complainant, the clip would not detach and the blue grip became separated from the over-sheath. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).